Event description:
The top on the light green tube (3.5ml) comes off when in use with the vacutainer. Also observed coming apart in nurse's hand without engaging with the vacutainer. The top was very loose. No deviation in practice was identified. In the instances of patient care (x2), the top came off in the middle of a blood draw, causing blood to spray out of the container.